Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative to open shoulder surgery, the suture line on the skin opened up and resulted to infection. The wound had to be washed out - antibiotics were given.